Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a no delivery alarm during prime followed by failed battery test. Customer also reported a motor error alarm during priming. Customer's current blood glucose reading is 330 mg/dl and has treated with an insulin pen. No further information reported.